Event description:
The following report was received by medtronic (covidien): during the treatment of an avm (arteriovenous malformation) with onyx, it was reported the apollo catheter became entrapped. The catheter was cut at the groin and remained in the patient. The anatomy was moderate in tortuosity. There was no force applied and no vasospasm during removal. The physician paused for no more than 30 seconds during injection. There was excessive onyx reflux for this reason and it was decided to leave the catheter inside the patient and complete the avm closure. The patient status was unchanged. The devices were not kept by the site.

Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. The lot history record of the reported lot number has been reviewed and no quality issues were noted. Note: per the onyx IFU (instructions for use): difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time, angioarchitecture, vasospasm, reflux and/or injection time. In addition, do not allow more than 1 cm of onyx les to reflux back over catheter tip note: per the apollo IFU (instructions for use) warnings: leave a gap between the reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal. (B)(4). Information received from the same article as MFR: 2029214-2015-00809.